Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and exhibited fluid loss. A surgical procedure was performed to remove and replace the cylinders and pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.